Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿nozzle and a-rubber had foreign material¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed because reprocessing could not be conducted properly due to observed chipped nozzle. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in gif-q150 operation manual chapter 3 preparation and inspection ¿ IFU states the preventative measures ingif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and there was insufficient light from the light guide lens. Also, evaluation found the image had black dots due to damage on the charged coupled device (ccd) unit, the water removal ability did not meet the standard value due to a missing nozzle, the water supply volume did not meet the standard value due to clogging of the air/water channel, the nozzle was missing, the objective lens was chipped, the scope cover was stained, the bending section cover adhesive was worn and discolored, the bending section cover was discolored and cut, the grip was stained, the connecting tube was stained, the bending angle in the right direction did not meet the standard value due to wear of the angle wire, the control section was stained, the universal cord was discolored, the scope connector was discolored, and the scope cover was stained. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the gastrointestinal videoscope had low light. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the air/water channel, adhesive around the objective and light guide lenses, scope cover, bending section cover, control knob, control unit, and grip had foreign material. The report is being submitted due to foreign material in the scope found during evaluation.